Event description:
It was reported that the right ventricular (rv) lead had decreased sensing and non-capture due to an apparent dislodgement. It was later noted that the patient was deceased. Follow up with the physician reported that the patient experienced a pericardial effusion and tamponade. The patient received multiple shocks and CPR was administered to no avail. The patient was reported as deceased two days later.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2013. Of note, the reportable serious injury lead dislodgement and repositioning is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(4) 2013. Information was subsequently received on (B)(4) 2013 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Concomitant products: 5076 implantable pacing lead, (B)(6) 2013; 4194 implantable pacing lead, (B)(6) 2013. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.